Event description:
Patient with episodic heart block required non-invasive pacing. When the onestep CPR complete pads were removed from the inner package, the wire from the frontal pad separated approx 3 inches from the pad itself, exposing the wire. The remaining portion of the wire remained in the packaging. A second package was opened and used on the patient without problem.